Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the belt failed incoming functional testing. Upon investigation the v2 (transient voltage suppressor) component in ECG c was shorted on the ECG board. The cause of the test failure was the shorted component. The root cause of the shorted component was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned belt sn (B)(4) and reported that the patient was receiving service code 204 - belt/monitor unuseable.